Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2006-; 4592-45 lead, implanted: (B)(6) 2006. (B)(4) .

Event description:
It was reported that there had been a gradual rise in impedance as well as a slight rise in thresholds on both the left ventricular (lv) lead and the right ventricular (rv) lead. The impedance measurements were noted to be above the normal range. The leads remain in use. No patient complications have been reported as a result of this event.